Event description:
On (B)(6) 2013, it was reported that the vns was protruding from the incision site and the vns would be replaced. Follow up with the physician found that the generator body began to extrude from the incision site. This was first noticed when the patient was admitted to the emergency room for a fall that broke his arm on (B)(6) 2013. The device was braking through the skin and was thus verified as extruding and not protruding. The physician reported that he was unsure of what caused the extrusion and did not attribute it to the recent fall that caused the broken arm. The vns was explanted on (B)(6) 2013.

Event description:
It was reported that the hospital cannot find the explanted device. They were instructed to mail it to the manufacturer, but it has not been received to date.